Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure to treat an odontoid fracture. It was reported that the guide wire pulled out with the drill. Upon reinserting the guidewire in the odontoid, the odontoid broke and the guidewire went into the brainstem. It was reported that the patient is now in a coma and under observation in the ICU. No additional information is available at this time.